Event description:
The customer reported that the system would not produce fluoroscopic x-rays. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The floppy drive was repaired, the dc voltage was increased, and the ribbon cables to the controller board were reseated. Monoblock seasoning was performed to release any air bubbles that might have been present. The system was tested and found to be working as intended and put back into service.